Event description:
It was reported that the coil cap of a small volume intermate was becoming loose. The device was reportedly compounded with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection identified a separated/loose blue coil cap. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.